Event description:
Additional information received stated that the patient's ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of service (eos) message. A company representative met with the patient confirmed that the ipg is inoperable. Surgical intervention may be pending to replace the ipg.